Manufacturer narrative:
The product was not returned for evaluation. No applicable imagery was provided for review. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for sheath shaft insertion difficulty in patient and sheath shaft withdrawal difficulty were unable to be confirmed. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A review of DHR, lot history and manufacturing mitigations and did not provide any indication that a manufacturing non-conformance contributed the complaint. A review of the IFU and training manuals revealed no deficiencies. Per complaint description ¿when the 14fr esheath was inserted, there was resistance.¿ also ¿the physician stated that although there was resistance during sheath insertion, it was felt as tolerable. However, there was quite strong resistance at cia while removing the sheath.¿ it was mentioned that the patient¿s access vessels were moderately calcified and tortuous. In addition, the mld was 5.2 which is undersized (<5.5mm) per procedural manual. The procedural training manual states, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ the presence of calcification and tortuosity can result in challenging pathways for the sheath to be inserted. It is likely that these patient factors may have contributed to difficulty inserting the sheath into the patient and withdrawal of the sheath. Available information suggests that patient factors (calcification, tortuosity, undersized mld) could have contributed to the complaints. However, without a device for evaluation a definitive root cause was unable to be determined. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure.   Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old.  This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath.   The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex.   The complaint was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling/IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach resistance was felt inserting the esheath. It was decided to exchange the esheath for a larger size. During removal resistance was encountered. The esheath was exchanged for a larger 16f. The valve was implanted successfully. Upon removal of the esheath the common iliac artery ruptured. A balloon was inflated to control the bleeding and a femoral to femoral bypass was performed. The patient was in stable condition post procedure. Per medical opinion, the resistance encountered removing the esheath may have contributed to the event.